Event description:
According to the reporter, on (B)(6) 2017, intra-operatively in a laparoscopic sleeve on transection of the stomach, the device's handle was cracked during the firing, it was also having a difficulty unloading the reloads. The jaws are not opening and closing correctly. They opened a new device to complete the case and resolve the issue. The patient was alive with no injury.